Event description:
Pt underwent cervial and lumbar myelogram. Pt was locked into the footboard, but the shoulder supports were not used. When table was tilted trendelenburg, the footboard slipped towards the head of the table causing pt to slide about 2 feet. The physician and 2 technicians held the pt to stop the movement. The pt immediately complained of new pain in buttock area. Pt was admitted to the hosp for overnight observation and was released.